Event description:
Wife of home pt (hp) reports a system error 2240 alarm in drain 4 of 4 during treatment on the homechoice. Wife says that at the time of the alarm she noticed that the line of homechoice set had become disconnected from hp's transfer set and hp drained effluent onto the bed and himself. Treatment was discontinued, setup discarded and hp's wife left a message with his healthcare professional (hcp). At 5pm on 12/04 hp was experiencing the signs/symptoms of peritonitis: abdominal pain, vomiting, chills, fever, and cloudy effluent. Hp's wife took him to the emergency room and hp was subsequently admitted to the hospital for treatment of peritonitis and was discharged on 12/07. Per hcp, hp's course of treatment is vancomycin 2g ip once a week for 2 weeks.